Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 200 mg/dl and 500 mg/dl. No quality controls were run. No adverse event reported. Customer has no strips left; a replacement was sent.